Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was an issue with elevated ast tests affecting an unknown number of patients.

Manufacturer narrative:
The following field has been updated due to corrected information: medical device lot #: unknown.

Manufacturer narrative:
The reported batch [7007771] does not match with the repoted catalog [367962] therefore the expiration and manufacture dates are unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer pst gel and lithium heparinn (lh) blood collection tubes there was an issue with elevated ast tests affecting an unknown number of patients.